Event description:
The customer alleged damage to their verathon glidescope after processing the instrument in the sterrad nx system. The customer stated the damage was a compromised seal that let moisture under the lens. The product has been processed many times in the sterrad and they were uncertain that the sterrad was the cause of the damage. The customer stated that they have confirmed from the verathon manufacturer that the verathon glidescope can be processed in the sterrad nx system. The customer stated that the damage may be heat related. The healthcare worker (hcw) also reported the machine was hot to the touch when retrieving the load items from the sterrad nx. She stated that her hand touched something hot inside the chamber. The hcw did not report any injury or seek medical attention. An fse was dispatched and performed a system temperature inspection of the sterrad nx.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx (sn: (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. (B)(4). There was no product returned for investigation. The root cause is incompatible material. At the time of the damage, the manufacturer of the verathon glidescopes recommended processing in the sterrad nx. In april 2010, the manufacturer issued a letter which stated to discontinue using all sterrad models because it interfered with the scope adhesives, including the scope lens seal.

Manufacturer narrative:
The asp field service engineer (fse) measured the temperature for the chamber, door and electrode before cycle start and after a cycle completed. The system meets all manufacture specifications.